Event description:
Boston scientific received information that this lead was part of a system explant due to a patient infection and pocket erosion. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.